Manufacturer narrative:
The device was in use for treatment. This device has not been returned for an analysis. There are no injuries or patient complications associated with this complaint. A review of the device history record for this lot number identified two (2) rejects at final packaging for foreign material. In addition, a review of complaints against this lot number found no additional complaints. Although the cause of this failure could not be determined, potential causes of this failure may be sideport is occluded and/or device leaks during use. Potential effects of this failure on the patient include: inability to flush or aspirate, procedure delay, or back bleeding. A review of risk for this failure mode, identified the risk to be medium. Based on this investigation a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. Per qa in-process and final inspection procedure controls are in place for 100% dimensional inspections and roll testing (dents, bumps, cracks, wrinkles, kinks, exposed braid or marker bands, delamination or damage that may cause premature failure). Verify no separation between transitions of shaft, 100% inspection for obstruction to assure inner lumen is free of any obstruct material. In addition, a pull test is done to check for bonding of tubing to the hub, hole punching is inspected 100% and a leak test is done on all units. Instructions for use (IFU) informs the user for sheath handling use extreme care when manipulating the sheath and/or dilator. Lack of careful attention can result in injury such as perforation or tamponade. Do not use excessive force to advance or withdraw the sheath, especially if resistance is encountered. Frequent aspiration and flushing - aspirate and flush the sheath frequently to help minimize the potential for embolic events resulting from the introduction of air or the formation of clot within the sheath. Remove catheters and dilators slowly - remove devices from the sheath slowly. Rapid removal may damage the valve components resulting in blood flow through the valve and cause a vacuum allowing air to enter the sheath. Sideport aspiration - aspirate the sideport when withdrawing the catheter, probe, or dilator to remove fibrin deposits that may have accumulated in or on the tip of the sheath. Sideport infusion - infusion through the sideport and catheter should be done after all air is removed from the system. Potential adverse events associated with percutaneous procedures include, but are not limited to, the following conditions: access site complications, air embolus, aortic puncture, arrhythmias, atrial septal defect, av fistula formation, coronary artery spasm or damage, death, device entrapment, dissection, hematoma, hemorrhage, infection, myocardial infarction, nerve damage, pacemaker or defibrillator lead displacement, perforation or tamponade, pericardial effusion, pleural effusion, pseudoaneurysm, pulmonary edema, stroke, thromboembolic events, valve damage, vasovagal reaction, vessel spasm or trauma. Preparing and managing the transseptal sheath: assemble the dilator and sheath together until the dilator hub locks into the sheath hub. Note: any device/component inserted through the hemostatic valve of the sheath should be wetted and placed through the center of the valve to prevent tearing of the seal and leakage.

Event description:
During use the sheath leaked, permanent air came out of the sheath during aspiration. There were no patient symptoms or complications associated with this event. No medical or surgical intervention was need to prevent a permanent impairment of a function. The event did not lead to or extend the patient to be hospitalized. In addition, there was no injury as a result of this event.

Manufacturer narrative:
Two 10f breezeway (arrive) transseptal sheaths from lot# c1-09090 were returned with the dilators. There were no other accessories. Blood was found on and inside the sheaths and dilators. Sheath #1: the insertion point from the dilator/device into the hemostasis valve was identified to be considerably off center of the helical cuts, pushing the valve down into the hub and tearing it as well. Sheath #2: the insertion point from the dilator/device into the hemostasis valve was identified to be considerably off center of the helical cuts creating a tear in the valve. Returned devices analysis reveals two breezeway 10f sheaths within manufacturing specifications. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains the same (medium). Oscor will continue to monitor this device for complaint trends and risk.